Event description:
It was reported that the patient had a temporary spinal cord stimulation (scs) trial that was successful. An x-ray was taken and the physician noticed what looks like some of the trial lead still in situ. The physician spoke to the nurse who performed the trial lead removal and it seems that she thought she had removed the whole lead. The lead had broken upon removal with part of the lead still remaining inside the patient. The patient underwent a permanent scs system implant procedure. The implant procedure was completed, as the physician did not feel that he could remove the broken lead at that time. The explanted trial lead was disposed by the medical facility. Additional information was received that the patient underwent a revision procedure, however, the physician was unable to remove the damaged lead. No products were explanted. The patient was discharged the same day and continues to use the scs device as normal.

Event description:
It was reported that the patient had a temporary spinal cord stimulation (scs) trial that was successful. An x-ray was taken and the physician noticed what looks like part of the trial lead was still in situ. The physician spoke to the nurse who performed the trial lead removal and it seems that she thought she had removed the whole lead. However, the lead had broken upon removal with part of the lead still remaining inside the patient. The patient underwent a permanent scs system implant procedure. The implant procedure was completed, as the physician did not feel that he could remove the broken lead at that time. The explanted trial lead was disposed by the medical facility.